Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm on the insulin pump. The alarm occurred when they were trying to do a prime. The customer¿s blood glucose level was 150 mg/dl. Troubleshooting could not be completed. The customer had other issues with the insulin pump such as cracks. It was completely shut down. The customer stated they had a back-up insulin pump. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased. Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected compromised force sensor system alarm anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked belt clip slot, broken battery tube threads, cracked reservoir tube lip and chipped paint on the keypad overlay graphics layer at (button location).